Event description:
It was further reported, the intended procedure was diagnostic.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
The device was returned. An evaluation of the returned device revealed, angulation in the upward direction was out of standards due to worn of angle-wire. The gap of up/down knob was out of standards due to worn of angle-wire. Switch was worn out. There was crumple at the universal cord. The scope connector and scope connector cover was corroded due to leakage. Error e204 (malfunction of zoom/focus switching function) was noted. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the colonovideoscope exhibited e315 (no image) scope error. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device and there was no delay in procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to device handling by the user, from which water invaded the device. It caused an abnormality in electrical components and then the error message was displayed. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image". The user can reduce/prevent the suggested event by handling device in accordance with the following IFU: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.